Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine. This occurred during drain one, while the patient was connected. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that they had disconnected and reconnected. However, the proper disconnection procedure was not used. The tsr assisted with the troubleshooting in order to clear the alarm. The tsr reviewed the proper procedure with the hp. The hp was advised to discard the supplies in order to start over with new supplies or finish therapy with manual bags. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A labeling review of the product family will be performed. If additional relevant information becomes available, a follow up report will be submitted.